Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash/bruises. Pt does report allergy to nickel and the lv. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient end use. Follow up indicated that the skin irritation improved.